Event description:
It was reported that during implant of the cardiac resynchronization therapy pacemaker (crt-p) there were issues that resulted in pericardial tamponade. They had implanted the lv and atrial lead normally, but they had difficulty accessing the coronary sinus with a competitor sheath and lv lead. The physician did not allege what material could be the cause for the tamponade. The leads were not used, and were disposed of. No further information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).